Event description:
It was reported that the patient was having low flow alarms. It was noted that the patient had a recent gastrointestinal (gi) bleed and their volume was a little down. Blood pressure was normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient was admitted to the hospital on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed low flow faults; however, the reported low flow alarms could not be confirmed. A specific cause for the low flow events could not be determined though this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleed could not be conclusively determined through this evaluation. The controller event log file contained data from 21jun2022, per the timestamps. Intermittent low flow faults were captured throughout the file; however, none of these faults lasted long enough to trigger a low flow hazard alarm. Pulsatility index (pi) values were slightly elevated during the observed low flow events. No other notable events were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the gi bleed; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28may2019. No further information was provided. The manufacturer is closing the file on this event.